Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak where the cassette is inserted into the cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment three times prior to the leak and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler until the following night's treatment. Upon follow up, the pd registered nurse (pdrn) verified the reported fluid leak event occurred during treatment the night of 5/22 into 5/23. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.